Event description:
After 32 months of implantation, this lead was capped because of reported high thresholds. In addition, it was reported that the high thresholds may have been related to exit block or possibly a lead fracture.